Event description:
The customer reported finding an opening in the packaging seal that contains this sterile device. The user reported finding this problem prior to use. There was no surgical delay related to this event.

Manufacturer narrative:
Investigation results: conmed linvatec received this device and its packaging, and confirmed the reported problem. The evaluator found a section of the packaging without any evidence of a seal. An investigation found this non conformance related to operator error. A secondary seal inspection for the pouches was added through an engineering change order to assure requirements are met. Associated MDR #: 1017294-2009-00157, 1017294-2009-00158, 1017294-2009-00159.